Event description:
Customer observed two non-reproducible advia centaur troponin ultra (tni ultra) results that were initially elevated and then less than the assay range upon repeat testing. There are no reports that treatment was altered or prescribed or adverse health consequences based on the elevated advia centaur tni ultra results.

Manufacturer narrative:
The cause of the discordant advia centaur troponin ultra results is unknown. Siemens distributed urgent medical device correction (umdc) 10818632, rev. A for advia centaur systems troponin ultra readypack variability informing customers of a potential issue for reagent lots ending in 078, 079, 082, 083 and 084. The notification instructs customers to calibrate each readypack placed on the system and to run controls to ensure accurate control and patient values. The customer stated that they were unaware of the umdc and were not calibrating every readypack. The customer uses multiple readypacks per day and stated that the two initially elevated results would not have been from the same readypack. No conclusions can be drawn as to whether variability of the readypacks caused the discordant results. The customer is now calibrating every readypack. A siemens field service engineer went on site and performed a total service visit. He replaced the reagent probe 2 diluter, the bleach valves and aspirate probe wash guides. The reagent probes were calibrated. The tni ultra assay was calibrated and quality control (qc) material and a negative patient sample were assayed. Qc was in range and the negative patient sample replicates were reproducible. No conclusions can be drawn. The summary and explanation of the test section of the instructions for use states the following: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi."